Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The customer reported the following: "the 3.1-mm drill bit gets stuck in the socket during drilling for no apparent reason. Drill bit replacement: a new drill bit is used but breaks off inside the patient. Unable to remove it: it remains in the leg bone. No clinical consequences at this time."